Manufacturer narrative:
(B)(4). Any additional information provided by costumer will be included in a follow up report.(B)(4). Per results of investigation, carefusion service technician was able to duplicate "needs replacement battery". Bench testing reveals a solid red charge status led, due to a fully depleted battery. Internal battery voltage output reads 1.3v. Service technician installed a good known test internal battery and the charge status led turned green after few minutes of charging. The lap top ventilator 950 then passed battery operation test as well as power checkout. Service technician replaced internal battery.

Event description:
Customer reported model lap top ventilator 950, "needs replacement battery." Upon further investigation, customer stated there was no patient involvement.